Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Photographic images were provided by the customer (see attached). The images are of the fractured pieces of the upper right 2 unit bar. The images confirm that the fracture was through the distal upper right cylinder. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: lot number. D4: device expiration is n/a. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's last name and email not provided/unknown. Device not returned.

Event description:
It was reported that the bar fractured on the right side through a cylinder.